Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that she was connected prior to starting initial drain and had not disconnected. The hp did not verify that the patient line was primed prior to connecting. The tsr reviewed proper setup procedures. The tsr had the hp cycle power to clear error 2240. The hp would notify their peritoneal dialysis registered nurse (pdrn). The hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2012 regarding the system error 2240 alarm. The hp reported that the issue was resolved, but she did not know the cause of the alarm. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.